Event description:
The balloon port was deflated of all air. Did not do a test inflation. Fms inserted into the patient and staff was only able to instill 15 to 20 cc of fluid into the balloon. Balloon was deflated and fms removed from patient. Test inflation done and the staff was only able to instill 15-20 cc of fluid. There was no untoward effects to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the patient to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).